Event description:
Pt was scheduled for removal of breast implants. The right silicone implant was ruptured before it was removed, the left silicone implant was intact. There is no way to determine the co that made the mammary implants, implanation done 10 years ago at another hosp.